Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an elective replacement procedure, the physician stated that battery depletion occurred too fast, the physician expected a higher longevity of the device. The device was explanted and replaced. There were no patient complications reported as a result of this event. The patient's status was reported to be okay.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) battery depletion-normal.